Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during tka surgery, the sterile package of one (1) jrny ii bcs xlpe artisrt sz 3-4 lt 9mm was opened, and it was found out that the internal packaging was already opened. The procedure was resumed, after a non-significant delay, using a s+n back-up device. No further complications were reported.

Manufacturer narrative:
Results of investigation: the package was not returned for evaluation. However, the photographs were reviewed and revealed that the inner sterile packaging is open. A review made by the quality engineering team revealed that the vacuum packaging process is the most likely cause of the failure identified. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence, the component should be placed in the poly bag, place component in inner tray, seal inner tray. Place inner tray into outer tray and seal. At this time, we do have evidence to conclude that the product failed to meet specifications at the time of manufacture. Based on this investigation, the need for corrective action is indicated. Should the package or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.